Manufacturer narrative:
Investigation summary: review of manufacturing process showed that the subject atrial lead was released following all applicable procedures. Review of the provided patient data confirmed the reported atrial oversensing and undersensing events. On 12 january 2024, the first episode of non-physiological artifacts was recorded, resulting in atrial oversensing. On 31 october 2024, atrial pacing was ineffective, evidenced by the absence of atrial egms and low pacing amplitudes. Since beginning of august 2024, the atrial impedance was fluctuating between 250 ohms and 500 ohms. Device memory data revealed abnormalities affecting both electrical configurations (unipolar and bipolar). The sensing function, programmed in bipolar mode, was detecting significant non-physiological artifacts since 12 january 2024. Furthermore, the pacing function (configured in unipolar mode) was compromised, as evidenced by the absence of conducted atrial contraction following pacing spikes on the egm along with abnormally low lead impedance measurements. Those observations can be potentially related to (intermittent) contact within the inner and outer coil, potentially combined with damage of the outer insulation. The suspected damage of the atrial lead could be (but not necessarily is) the consequence of subclavian lead crush.

Event description:
Reportedly, some episodes were recorded with atrial over-sensing and under-sensing without atrial pacing.

Event description:
Reportedly, some episodes were recorded with atrial over-sensing and under-sensing without atrial pacing.